Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn less than an hour.

Manufacturer narrative:
Device received not deployed with the slide insert not viewable through the viewing window. Data downloaded from the device indicates a rotational sensor malfunction resulted in an early end to the priming sequence, preventing the device from completing enough pulses to deploy. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. The drive mechanism was inspected and no damages or defects were noted.